Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pca. In addition, insulated-gate bipolar transistors (igbts) q6, q7, q8, q13 and components u15, u16, u17, and u18 on the computer/analog board were all shorted. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.